Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. The download data showed that an 0x4e alarm had been generated, indicating that the saw trim was out of specification. The exact cause of the 0x4e alarm could not be determined, however it could be concluded that the alarm did not contribute towards the reported symptom codes. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined.

Event description:
It was reported that the patient's blood glucose level rose to 25 mmol/l (450 mg/dl) while wearing the pod between 3 and 4 hours. The pod was leaking, and the adhesive came loose. The patient reported had not properly inserted into the infusion site (site unspecified) when applied. The needle mechanism had deployed as it's supposed to, but the cannula had not inserted into the skin. As treatment the patient gave themselves a manual insulin injection.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.